Manufacturer narrative:
Evaluation completed. One esa hub and sleeve assembly was returned in a plastic specimen cup along with a (B)(4) pack label. The lot number on the label is v1758. Visual inspection found the polyimide sleeve pulled/separated from the hub. The adhesive ring is still on the polyimide sleeve. The sleeve is not torn. Functional testing cannot be performed due to the damage. The sample will be sent to the vendor. A supplemental report will be filed with the vendor results. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported while the doctor was manipulating the trocar, by holding the hub and the shaft, it broke off in the patient's eye. Doctor was able to remove it immediately. There was no harm to the patient.